Event description:
In 2014 I started having stomach pains. After the obgyn sent me to numerous doctors, CT scans, pelvic floor therapy, and a urogynecologist, he sent me to a cancer doctor. That doctor decided that I needed a hysterectomy. After the surgery he was not clear on what he had done to me. After surgery he told 3 people that he kept a part of my ovary. Post op appointment he told us that he did a full hysterectomy. I have all of this on recording by the way. That didn't fix the problem, so I went for a CT scan and I had several cysts growing in my stomach and all my organs were attaching together. He then did another surgery on me in (B)(6) 2015 to drain the cyst and cover it with seprafilm. I have been having a lot of pain since the surgery and I am going back through the steps again. Obgyn, CT scan, urogynaecologist, pelvic floor therapist. I fell like a hamster on a wheel running but getting nowhere!.